Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned, and an evaluation was completed. During inspection, olympus found foreign material in the air/water cylinder, air/water channel and auxiliary water channel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The foreign material may have remained because the device was not reprocessed properly due to a leak from the plastic distal end cover. However, a definitive root cause could not be determined. The events are detectable and preventable by handling device in accordance with the following instructions for use (IFU). IFU states the detection method in evis exera ii gif/cf type 165 series operation manual chapter 3 ¿preparation and inspection¿. IFU states the preventive measure in evis exera ii gif/cf type 165 series reprocessing manual ¿cleaning, disinfection and sterilization procedures¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The legal manufacturer's investigation is ongoing, this report will be supplemented when new and relevant information becomes available.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited whitish foreign material was found inside the air/water tube and air/water cylinder. There were no reports of patient involvement.